Event description:
Per the clinic, the patient experienced tinnitus and a decline in hearing performance, which initially presented as low satisfaction with the device and progressively worsened to a complete loss of sound perception. Additionally, no nrt responses were observed. Subsequently, the device was explanted on (B)(6) 2026, under general anesthesia. During the explantation procedure, cholesteatoma which was due to the recurrent serous otitis media was identified and was removed and cleaned during the same surgery. There are no plans to reimplant the patient with a new device as of the date of this report.